Event description:
My bardex 16 f foley catheter broke off inside me and fell out. The piece that fills the balloon fell off the catheter. Part of the catheter tip is missing. I've had uti symptoms and now worse pain. May "of" never been a uti but defective catheter.